Manufacturer narrative:
Unknown. The date received by manufacturer has been used for this field. Results: bd was not able to duplicate or confirm the customer¿s indicated failure. A complaint history check was performed and this is the first related complaint reported for the defect/condition on lot number 6028536. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that there was discoloration on a 27 g x 1/2 in. Bd precisionglide¿ needle. No injury or medical intervention.